Manufacturer narrative:
Initial reporter: (B)(6). Date of submission 05/03/2016 device evaluation: the pump has been returned and evaluated by product analysis on 04/19/2016 with the following findings: during investigation, a review of the pump black box data revealed that information from the event date had been overwritten due to continued use of the pump. No evidence of short battery life was observed in the available history. A visual inspection of the pump showed that the battery compartment was cracked. The pump was able to successfully pass the ez prime steps. The pump¿s current draws were found to be within specifications. The pump cover was opened and no internal defect was found. The complaint was not duplicated during testing. Unrelated to the complaint, the display was discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.